Event description:
The neurostimulation lead was not implanted in the correct location in 2007. A second lead was implanted (B) (6) 2009. It stopped working in about (B) (6) 2009. The pt was told the second lead needed to be replaced. The pt then needed to rely upon the first lead for stimulation coverage. The pt felt no stimulation sensation. It was unk why the lead wasn't working. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)